Event description:
It is reported that the surgeon suspects adverse local tissue reaction due to corrosion.

Manufacturer narrative:
Evaluation summary: x-rays provided show a right tha construct utilizing one screw. Primary operative notes were returned which note that the surgeon used a two-incision technique. With the information provided, a root cause cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.